Event description:
A user facility using the surepulse vs newborn heart rate monitor reported that one of the devices would not turn on. They reported that after successful use, the device was left not plugged in and the battery subsequently fully drained. The device was not being used. After that point the device has not been able to be turned back on even connected to its mains power supply. The user facility attempted to repair the device by swapping the battery but have been unable to get it to turn on again. There is no further information at present and we have not been able to inspect the device at this stage.